Event description:
It was reported that, the during an ablation procedure, this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Which was suspected to be cause by electromagnetic interference (emi). Subsequently, the measurements were checked before and after ablation and all measurements were within range. At this time, this product remains in service and no adverse patient effects were reported.